Event description:
It was reported that post implant patient experienced pain at the tailbone region. In turn, the patient was admitted to the ER. As a result, the lead at t11 was explanted. Post explant patient reported the pain is getting better.